Event description:
It was reported that the patient's lead was broken. It is unknown if this was in reference to the patient's previous lead that was explanted and reported in medwatch report 1644487-2014-03481, or another lead that was subsequently implanted. No surgical intervention to explant this possible device has occurred to date. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Follow up with the patient healthcare provider showed that the note from the previous provider specified the patient's vns system was explanted in (B)(6) 2014. Her assessment was that a fractured lead appeared to still be in place and that she did not refer for a vns replacement since the explant. There was no information provided that the patient actually had a subsequent vns implanted. The alleged lead fracture reported in this report was apparently the lead previously referenced in manufacturer medwatch report 1644487-2014-03481. No additional pertinent information has been received to date.